Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw1121 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a PICC line fractured almost completely at the 25cm mark of a line inserted into the upper right cephalic vein. No patient injury reported.

Event description:
It was reported that a PICC line fractured almost completely at the 25cm mark of a line inserted into the upper right cephalic vein. No patient injury reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the catheter shaft was confirmed an appears to have been damaged through use. The product returned for evaluation was a 4fr s/l powerpicc solo catheter. The catheter appeared untrimmed as it contained depth markings though the 54cm depth marking. Dimensions were taken at the distal end of the catheter. The inner diameter, outer diameter, and wall thickness met the device specifications. Multiple bends and kinks were noted in the catheter; a kink near the 5cm depth marking, a curve with the apex between the 7cm and 8cm depth markings, a curve with the apex at the 36cm depth marking, and a curve with the apex at the 48cm depth marking. The 5cm, 11-15cm, 17cm, and 26cm depth markings were worn. A semi-circumferential split was seen in the tubing at the 26cm depth marking. When the catheter was flushed, a spraying leak was observed emanating from the split in the tubing. Small longitudinal splits were seen transecting the semi-circumferential splits on the terminating ends. Microscopic examination was conducted on the split site. The edges of the split contained a very small amount of rounding and wear. The split surface was dull and granular. He characteristics of the damage are consistent with damage caused by repeated kinking of the catheter leading to material fatigue. The IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ h3 other text : evaluation findings are in section h.11.